Manufacturer narrative:
A beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and identified a defective fuse on the gear pump control board. The fse replaced the gear pump controller board to resolve the issue. The fse performed quality control with passing results. The fse verified the analyzer resumed to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high glucose (glu) patient results on their dxc 700 au clinical chemistry analyzer. The sample was re-analyzed on a different analyzer with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided results for one patient.